Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device expiration date and manufacture date are unknown. The suspect device has been received, however, the evaluation is not complete. Therefore, a cause for the reported event is undetermined.

Event description:
An endovive safety peg kits pull method device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight unknown) in 2008. According to the complainant, the physician complained about the ridge of the feeding tube during the procedure. The procedure was completed with this device. There is no further information available. No patient complications were reported as a result of this event.